Event description:
During nextar surgery, the tip of screwdriver broke during pedicle screw 8.0x85mm insertion. Tapping 8.0 was performed initially. It took time to retrieve the broken piece from the pedicle screw head, but finally pedicle screw was able to retrieve. Additional tapping performed and the surgery finished with pedicle screw 8.0x75mm. Backup screwdriver (same lot) successfully used. Delay time 40 min to retrieve the broken part of the screwdriver and revise the pedicle screw. Total surgery time about 4 hours and 30 min.

Manufacturer narrative:
Batch review performed on 15 january 2024. Lot 2252515: (B)(4) items manufactured and released on 18-oct-2022. No anomalies found related to the problem. To date, four other similar events have been reported on the same lot.

Manufacturer narrative:
Visual inspection performed by medacta r&spine project manager on (B)(6) 2024: the screwdriver's tip is broken most probably because the bone tapping was not performed for the entire depth (85mm) necessary to insert the enh poly-axial pedicle screw - cannulated 8x85mm. Corrections. H1 is malfunction. H5 is no.